Manufacturer narrative:
Patient remained on the ip console overnight after an attempt to switch back to the pbu with controller did not change the "rate control fault" alarm condition experienced earlier in the day. The patient had an uneventful night supported by the ip console with cardiac outputs ranging from 5-7 liters per minute ((B)(6)). The manufacturer asked the vad coordinator to obtain x-rays of the percutaneous lead focusing on the end connector, to assess for wire damage that could possibly be repaired. The staff at the hospital was aware that this alarm condition and the waveform abnormalities can also be caused by fluid in the vent line and will try to switch the patient over once again to electric actuation in the morning of (B)(6) 2004. The perc lead was evaluated at the hospital by manufacturer personnel and there were no electrical problems with the perc lead. On (B)(6) 2004, the manufacturer received an update from the vad coordinator. It was reported that the patient was placed on electric actuation and the pump ran without incident. The pump has been running on electric with no alarms since then and the patient is doing well and being transferred to the floor. Patient remains on lvad support while awaiting a heart transplant. Based on the information available, the most likely cause for this even was fluid ingress through the vent adaptor and percutaneous lead during device implant since the device is now functioning electrically without any further issues. Fluid aspiration/ingress is warned against in the device directions for use. At present the device is functioning electrically supporting the patient while awaiting a heart transplant. No conclusion can be drawn as to the root cause of the event since the device remains in use supporting the patient; however, fluid ingress is suspected. No further information is available. The manufacturer is closing its file on this event.

Event description:
On (B)(6) 2004, the patient was implanted with a vented electric loft ventricular assist device (lvad). On that same day the manufacturer had received a call from the vad coordinator who reported the patient (implanted that morning) was experiencing a "rate control fault" on the system monitor, and there was an audible alarm as well as a yellow wrench alarm. The vad was operating in the basal rate mode at the rate of 40bpm with flows of 3.2 liters and stroke volumes above 80. The manufacturer asked the vad coordinator to assess the vent site and pneumatic tube for the evidence of any fluid and had the patient turned to the right side. It was reported that there was no sign of fluid. The manufacturer then instructed them to switch to the pneumatic drive console with a new stroke volume limiter. The patient was switched to the pneumatic without incident and vented. The manufacturer spoke with the implanting surgeon, and explained the rate control fault advisory and it's possible causes. It was also recommended to do an x-ray of the drive line for assess for possible lead fractures. The x-ray came back and there were no apparent fractures seen. It was advised that they keep the patient on the ip console for a few hours and then try to switch her back to the pbu and assess the situation as well as down load waveforms and send them to the manufacturer for analysis. Currently the patient is stable with co by swan of greater than 51pm at a fixed rate of 72 on the ip console.